Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. The customer stated that the insulin pump had a no delivery followed by a motor error alarm during fill tubing process. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 540 mg/dl on october 8, 2017 and treated with manual injection. Customer stated that his blood glucose reading was in the 200 mg/dl the morning prior to call and 398 mg/dl at the time of call. No high blood glucose troubleshooting was performed. .the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched display window and case.